Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
From alterra study, approximately 5 years, 24 days post-implantation of a 29 mm sapien 3 valve in the pulmonic position via transfemoral approach, alterra penetrating outside myocardium into the paracardial fat in rvot was observed on CT. The patient is doing well with no clinical symptoms. There is no treatment to date.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the one month, six month, and twelve month follow-up chest x-ray and fluoroscopy images indicated one fracture on the inflow (proximal) portion of the prestent. During review of the three year fluoro, three fractures were found the alterra prestent inflow (proximal) apices on rung 1. A recent review of the three year fluoro showed that were 4 type I fractures identified instead of the previously three fractures reported. One additional fracture than what was previously visualized. A cardiovascular CT reviewed by the corelab showed asymmetric expansion of inflow with penetration into epicardial fatty tissue/thymic residuum. 9 distal inflow apices were observed protruding the pulmonary artery. The degree of penetration is 1b. 10 distal outflow apices were observed protruding the pulmonary artery. The degree of penetration is 1c. Investigation concluded that there are no design or manufacturing nonconformances, and interaction between the alterra prestent and patient anatomy likely contributed to the frame strut fracture. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary written by edwards lifesciences. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Technical summary written by edwards lifesciences documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the first inflow fracture on this prestent was observed at the one month, six month, and twelve month follow-up chest x-ray. Additionally, during the three year follow up, a core lab review of the 3 year fluoro originally indicated an additional 2 fractures with a total of 3 fractures present. However, upon retrospective review of the 3 year fluoro during the 5 year follow up, one additional fracture was identified bringing the total to 4 inflow type 1 fractures. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary''s imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the present fracture. An in-depth evaluation related to alterra prestent penetration has been documented in technical summary written by edwards lifesciences. Per technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent prestent migration. Four potential root causes related to device penetrations were investigated. Additionally, product risk assessment (pra) was initiated to assess the risks associated with the frame penetrations. As seen in the provided imagery, 9 stent apices were observed penetrating at the inflow and 10 stent apices were observed penetrating at the outflow. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.